Event description:
(B)(6) security team was restraining a very combative patient (B)(6) 2024 with the deroyal m8138 restraints. They said that the patient was able to pull them through the buckle and they had to tie them to the bed. He actually hospitalized one of their officers.

Manufacturer narrative:
A complaint was received on 09/20/2024 reporting (B)(6) security team was restraining a very combative patient (B)(6) 2024 with the deroyal m8138 restraints. They said that the patient was able to pull them through the buckle and they had to tie them to the bed. He actually hospitalized one of their officers. The sample was not returned for evaluation and no lot number was provided. The potential root cause was determined that a wear/use/handling issue most likely occurred. Based on the reported issue it appears the patient was very combative. Due to the root cause finding there were no corrective or preventive actions taken. There have been no changes made to the raw material used for this limb holder. No manufacturing issues were found during the inventory check. An inventory check was made by deroyal. A total of 50 product number m8138 limb holders were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.